Manufacturer narrative:
Product event summary - the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was reported that the atrial lead had lost capture and the impedance was high. The lead was thought to be bad and was going to be replaced. When the physician disconnected the lead from the device, the lead worked normally. When the lead was reattached to the device, the issues reappeared. The lead was then connected to a new device and there were no issues present. The lead remains in use. The device was replaced. A possible device header issue was suspected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944 implantable tachy lead, (B)(6) 2001; 5568 implantable pacing lead, (B)(6) 2001. This device was included in that field action and analysis is pending. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.